Event description:
During the course of a laparoscopic procedure, the circulating nurse allegedly was subjected to an electrical shock when an electrode cable melted. Grounding problems allegedly contributed to the incident. The nurse has allegedly developed reflex sympathetic dystrophy (rds), which has allegedly resulted in the total loss of the nurse's arm. The excalibur was tested and put back in use in the or.